Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 11.7 mmol/l, 7.5 mmol/l, 11.8 mmol/l, 7.0 mmol/l, 6.8 mmol/l, and 6.3 mmol/l. Low blood glucose symptoms were reported with these results. Customer self treated with dextrose. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.